Event description:
Caller reported a malfunction on the pump, but there were no notable events prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed the malfunction code did not recur. Customer was informed to continue using the pump and to call back if any issues persisted. Caller acknowledged and understood the instructions.